Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior posterior colporrhaphy, enterocele repair, perivaginal defect repair, colpopexy, sacrospinous ligament fixation, rectocele repair, cystourethroscopy due to cystocele/rectocele and vaginal cuff prolapsed. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted along with vaginal reconstruction due to stress urinary incontinence. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Lawyer-filed report (B)(6). It was reported that following insertion patient experienced pain, erosion, extrusion, infection, vaginal scarring and urinary problems. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.